Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's sibling that the customer received emergency medical assistance due to low blood glucose around (B)(6) 2019 with blood glucose in the 30 mg/dl range at the time of the incident. The customer was given intravenous glucose to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past issue. The insulin pump will not be returned for analysis.